Event description:
Elderly male with history of coronary artery disease, hypertension and diabetes. Presented with unstable angina and underwent left heart cath. When testing the balloon of the swan, the balloon would not inflate. This was not used on the patient, another device was obtained.